Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the son's insulin pump was not working correctly and the buttons were not always responding when they were trying to bolus. The customer's blood glucose level was unknown. The mother stated that they will call back later for troubleshooting. The insulin pump will not be returned for analysis.